Manufacturer narrative:
Cc updated due to receipt of product analysis on 29-aug-2019: during use of a 6-7f mynxgrip device for vascular closure (vcd), hemostasis was not perfect. However, the customer didn't remember the reason exactly. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The advancer tube was covering the balloon. The sealant and the procedural sheath were not returned with the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The condition of the returned device indicates an incomplete removal step of the device. Balloon catheter was not withdrawn through the advancer tube. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1818701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the product analysis and limited information available for review, the event may have been attributed to incorrectly following the instructions for use (IFU) since the returned device indicated an incomplete removal of the mynxgrip as evidenced by the advancer tube still being on the catheter shaft. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in a failure to achieve hemostasis. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f myxngrip for vascular closure, hemostasis was not perfect,. However, the customer didn't remember the reason exactly. There was no patient injury and the device will be returned for analysis.

Manufacturer narrative:
The device was returned and updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 6-7f mynxgrip device for vascular closure (vcd), hemostasis was not perfect. However, the customer didn't remember the reason exactly. There was no patient injury. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1818701 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the device from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.